Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems were found with damaged prns while still in their packaging. The following information was provided by the initial reporter, translated from chinese: "the head nurse of orthopedics reported the deterioration of prn when the product was not opened."

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems were found with damaged prns while still in their packaging. The following information was provided by the initial reporter, translated from chinese: "the head nurse of orthopedics reported the deterioration of prn when the product was not opened."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-sep-2022. H.6. Investigation summary: in response to the event reported a device history review was conducted for lot number 1229916. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was provided to aid in our investigation. Our engineers noted that the returned sample displayed a yellowing of the latex plug and rusting of the v-clip (safety clip which secures the needle tip during retraction. This issue is caused by aging of the latex due to exposure to heat or oxidative environments. The issue has been confirmed. After a comparative review of the available retention sample, our engineers were unable to identify any additional instances of latex aging. This suggests that the cause for this event occurred post-production, during either the transportation or storage of the device.